Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device not yet received.

Event description:
During a rotator cuff repair, when the surgeon tried to apply anchor sutures to the rotator cuff, the tip of the needle broke. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on (B)(6) 2016; the fragment is likely to stay in the body. There is no additional information on how many passes were made prior to the break. No delay was reported.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation revealed that the needle tip is broken, confirming this complaint. A definitive root cause could not be determined but from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
During a rotator cuff repair, when the surgeon tried to apply anchor sutures to the rotator cuff, the tip of the needle broke. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 12-8-16;the fragment is likely to stay in the body. There is no additional information on how many passes were made prior to the break. No delay was reported.